Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and had battery failed alarm. The customer stated that the numbers were not ramping or the scroll bar was not moving up or down with no input from the user as or up down button may be stuck. Customer ensured that battery was securely fastened and battery slot was aligned horizontally with pump if not aligned or tightened, pump may give battery failed alarm and customer did not received battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device successfully downloaded traces and history file using thump. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed sleep current measurement, active current measurement, self test and displacement test. No button error alarm noted upon testing. Device passed the keypad voltage test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No replace battery alert or replace battery now alarm noted during testing. Device history confirms battery change happening after 1 week. No failed battery test alerts noted when inserting a new battery or during testing. No damage noted at the electronic assemblies. The following were noted during visual inspection: corroded battery tube and scratched case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.